Event description:
It was reported that during the implant procedure, the pulse generator exhibited a loss of output. The device was not implanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
(B)(6).